Manufacturer narrative:
(B)(4): a review of the manufacturing records for the device verified the lot met all pre-release specifications. (B)(4): according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with coverage of vessel in the IFU, the possibility of subsequent interventional or open surgical repair and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a thoracic aortic aneurysm using two gore tag conformable thoracic stent graft with active control (ctag-ac). The physician was planning to place the first ctag-ac (tgm343420j/20968148 or tgm343420j/20472167) proximally and place the second ctag-ac (tgm343420j/20968148 or tgm343420j/20472167) distally. The first ctag-ac was advanced into zone 2 over a guidewire. However, the physician was not able to position the radiopaque proximal alignment marker towards the greater curve. Therefore, the physician decided to place the first ctag-ac distally. The second ctag-ac was advanced into zone 2. However, again the radiopaque proximal alignment marker was not able to be positioned towards the greater curve. A guide wire was also not able to be along the greater curve. Then the physician decided to deploy the second ctag-ac slightly proximally than the target position since it was expected that the second ctag-ac moved distally. When the second ctag-ac was deployed, it didn¿t move distally as expected. Therefore, the ostium of the left common carotid artery was unintentionally covered by the second ctag-ac. To remedy this, a metal stent was placed from the left common carotid artery to the thoracic aorta. An angiograph showed blood flow into the left common carotid artery. The patient tolerated the procedure. It is unknown which is the proximal or distal device.